Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak ¿ syringe luer-lok¿ there was an issue with foreign matter. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd plastipak ¿ syringe luer-lok¿ there was an issue with foreign matter. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: one sealed 3ml packaged syringe was received and confirmed to be from batch #7268775 (B)(4). The sample was visually evaluated. The individual package had a scratch mark and a similar scratch mark was observed on the syringe barrel wall. The package was observed to have a square ink marking on the bottom web, presumably from the customer to indicate the location of the fm. The marking coincided with the cylinder image dot on the barrel of the syringe. The cylinder image dot is part of the design of the scale markings and is intended to be present on the barrel. No foreign matter could be observed through the package. The package was opened and the syringe evaluated. No fibers or loose particles were visible in the package. Two small particles were observed to be attached to the stopper in the fluid path. They were level 1 in size, which is acceptable per product specification. No other foreign matter particles were found. The cylinder dots are part of the scale image design and are intended to be present. The print on the barrel may have 1, 2 or no dots present. Potential root cause for the foreign matter in the fluid path is associated with the assembly process. The identified foreign matter defect was confirmed to be within the acceptance criteria per product specification for this product. No corrective actions are necessary at this time. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect sample was sent for fourier transform infrared spectroscopy (ftir) to obtain additional information on the type of particles on the stopper ftir analysis was completed on the dark piece of material observed in the barrel of the syringe. The ftir analysis shows that this material has components similar to those of ethylene glycol monooleate (commonly known as glycol oleate) or sorbitan monooleate (commonly known as polysorbate 80) (or other derivative of these compounds), which can be used as surfactants or emulsifiers. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.